Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic following a vibratory from the device. Upon interrogation, there were episodes of post-paced t-wave oversensing noted. Technical support was contacted and recommended reprogramming changes to resolve the oversensing. The device was reprogrammed and the patient was stable with no consequences.